Manufacturer narrative:
The sample was lithium heparin plasma with a gel barrier and was centrifuged for 10 minutes at an unknown speed. Qc was within the established ranges prior to and after the event. System checks were performed on (B)(6) 2011. The results met the specifications. There were no errors or result flags associated with this event. Service was on site and the field service engineer (fse) performed a high sensitivity system check, which met the specifications. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a troponin (accutni) result above the ami cutoff generated by unicel dxc 600i access 2 immunoassay system for one patient's sample. The result was reported out of the laboratory. Subsequent testing on the same and on a subsequent sample produced results within the normal reference range. The patient was requested to come back to the facility to have a new sample drawn and be retested.